Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: unknown mrh cemented stem; cat/lot#z; unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported the patient's right knee was revised due to separation of the stem from the femoral component. The threads of the stem punched through the 'boss' (female threaded portion of the femoral component), which then split, and the femoral component flexed further in the joint. The stem, femoral component, axle, bushings, bumper, and insert were revised. The cemented stem was noted to be well-fixed, and there are no allegations against the other revised components. A new mrh femoral component with a shorter stem and cone augment were implanted, along with the axle, bushings, bumper, insert. Rep can provide images, and confirmed that otherwise, no further information will be released by the hospital or surgeon.

Event description:
It was reported the the patient's right knee was revised due to separation of the stem from the femoral component. The threads of the stem punched through the 'boss' (female threaded portion of the femoral component), which then split, and the femoral component flexed further in the joint. The stem, femoral component, axle, bushings, bumper, and insert were revised. The cemented stem was noted to be well-fixed, and there are no allegations against the other revised components. A new mrh femoral component with a shorter stem and cone augment were implanted, along with the axle, bushings, bumper, insert. Rep can provide images, and confirmed that otherwise, no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding disassociation involving an unknown mrh femoral component was reported. The event was confirmed via medical review. Methods and results: -product evaluation and results: material analysis, visual, functional and dimensional inspection could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: ¿I can confirm that the patient had a revision, modular rotating hinge implant, which failed due to extensor mechanism rupture, and fracture of the femoral stem at the junction of the femoral component, since I was able to see an x-ray with the discontinuity of the stem and the high riding patella component consistent with extensor mechanism rupture. I cannot confirm that there was a subsequent revision prosthesis with replacement of the parts listed above since I have no objective evidence such as office notes and operative notes and post re-revision x-rays. Root cause analysis: the root cause of this event cannot be determined with certainty. Causes of femoral stem fracture at the thread/boss interface are multi-factorial including surgical technique in the way it was assembled and tightened, the immediate and long-term fixation of the stem and the femoral component, as well as a component positioning and placement. Other contributing factors are the patient's lifestyle, activity level and bmi, as well as possible implant factors. Also contributing is the fact that this patient sustained an extensor mechanism disruption which certainly can put undue stress on the femoral implant and exacerbate and magnify the other contributing factors.¿ -product history review: could not be performed as the lot details were not provided. -complaint history review: could not be performed as the lot details were not provided. Conclusion: it was reported that the patient was revised due to disassociation of the stem from the femoral component. A review of the provided medical records by a clinical consultant indicated: ¿I can confirm that the patient had a revision, modular rotating hinge implant, which failed due to extensor mechanism rupture, and fracture of the femoral stem at the junction of the femoral component, since I was able to see an x-ray with the discontinuity of the stem and the high riding patella component consistent with extensor mechanism rupture. I cannot confirm that there was a subsequent revision prosthesis with replacement of the parts listed above since I have no objective evidence such as office notes and operative notes and post re-revision x-rays. Root cause analysis: the root cause of this event cannot be determined with certainty. Causes of femoral stem fracture at the thread/boss interface are multi-factorial including surgical technique in the way it was assembled and tightened, the immediate and long-term fixation of the stem and the femoral component, as well as a component positioning and placement. Other contributing factors are the patient's lifestyle, activity level and bmi, as well as possible implant factors. Also contributing is the fact that this patient sustained an extensor mechanism disruption which certainly can put undue stress on the femoral implant and exacerbate and magnify the other contributing factors.¿ no further investigation is possible as this time. If further information becomes available of the product is returned, this investigation will be re-opened.